Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a partial lead (distal portion) was returned in one piece measuring 59.0cm. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 40.5cm to 40.8cm from the distal tip and suture sleeve tie impression was noted at 38.5cm and 38.9cm from the distal tip. The cause of the reported event was isolated to the abrasion breaching the outer insulation and exposing the outer coil.

Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. Upon interrogation, it was discovered that the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The patient was pacemaker dependent. The lead was explanted and replaced. There were no patient consequences reported.